Event description:
It was reported that the customer had a button error that could no be cleared. Her blood glucose was 57mg/dl at the time of reporting. She also stated that the bottom of the screen appeared to have a slight crack. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: no button error alarm noted. Act button did not respond due to corroded keypad trace. Pump received with minor scratched display window, cracked display window, cracked display window corners and cracked reservoir tube lip. (B)(4).